Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that when a battery check using the patient controller was conducted in (B)(6) 2013, an elective replacement indicator (eri) was displayed. A surgery was performed to replace the stimulation device on 2013 (B)(6). It was noted that the battery died one year after switching devices, which was too short. It was noted that there were no health hazards to the patient. It was further reported that the patient was receiving effective therapy after replacement. It was noted that no malfunctions were seen or cause of the issue determined. Refer to manufacturing report # 3004209178-2013-22020 for additional information on related events.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of ins (B)(4) found the following:"this ins is electrically okay, however, the battery had reached an eri condition. A longevity estimate was done based on the parameter history from the initial review of the ins when it was received for analysis. No impedance information was available and the calculator assumes 1000 ohms which is typical for one bipolar electrode pair. Because this device was set to unipolar mode with two negative electrodes the actual impedance was likely lower than 1000 ohms. A second estimate was done using an impedance of 700 ohms. At 700 ohms impedance, the longevity estimate was 12.24 months to eri. At 1000 ohms impedance, the longevity estimate was 16.28 months. According to the trace report taken from the ins, this device reached eri in 13.3 months. Based on the ins testing and longevity estimate, this ins reached a normal eri condition."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.